Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that the tissue pad was worn, partially separated, but there was no missing. The coating of the probe was partially missing. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the probe coating could be damaged when the user continued to activate output in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
This is a supplemental report for MFR report # 8010047-2017-01589 to provide amendatory and additional information based on the evaluation of the returned device. The reported event was the falling of the tissue pad debris outside the patient. The procedure was completed with another device. As a result of evaluation of olympus medical systems corp. (Omsc) on november 29, 2017, omsc found that the tissue pad of the device was separated but there was no missing, and the coating of the probe was missing. This report is regarding the separation of the tissue pad and the missing of the probe coating.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a transanal rectal resection, the subject device was used. The tissue pad of the device was separated. No further information was reported. There was no patient injury reported.